Event description:
Consumer alleges he was going up a ramp to his house when his chair allegedly tipped backwards and landed on him.

Manufacturer narrative:
Unit evaluated in the field. Loose battery and cable connection. The consumer ramp exceeds the maximum rated slope as defined on specification sheet (B)(6). Unit is working properly.

Event description:
Consumer alleges he was going up a ramp to his house when his chair allegedly tipped backwards and landed on him.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.